Event description:
During dilation of right femoral artery (arteriogram) with a 3.0 mallinckrodt balloon, the balloon ruptured and while pulling it from the sheath got stuck and pulled apart. Balloon fragment was retrieved with a snare through a 9fr. Sheath; however, due to the large sheath and the vessel plague, the comm. Femoral artery occluded. Surgery was required to repair right common femoral artery.